Manufacturer narrative:
The field service engineer (fse) found dust on the grippers and cleaned them but the issue was not resolved. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The initial result was 275 pg/ml. The sample was repeated twice with results of 87.4 pg/ml and 85.2 pg/ml. The questionable result was not reported outside of the laboratory. The troponin t hs reagent lot number was 530951 with an expiration date of 31-jul-2022.

Manufacturer narrative:
Calibration and qc were acceptable. There is no indication of an instrument or reagent problem. Multiple sample alarms were observed in the customer's alarm trace data. The number of sample alarms suggest a sample quality issue. A general reagent issue can be excluded. The investigation did not identify a product problem. Based on the information provided, the cause of the event could not be determined.